Event description:
Philips received a complaint by the customer on the v60 indicating a damaged locking caster. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report a damaged locking caster. The remote service engineer (rse) provided the customer with the part number of the replacement locking caster and cart caster wrench for repair. The investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on april 03, 2026, the customer was ultimately able to replace the roll caster that was damaged. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The customer called technical support to report a damaged locking caster. The remote service engineer (rse) provided the customer with the part number of the replacement locking caster and cart caster wrench for repair. Per good faith effort (gfe) response received, the customer stated that the caster was damaged while placing it on and off one of the transport trucks. The caster has not been replaced as the threads where the wheel screws in was also damaged. The customer therefore ordered the replacement stand base for repair. The investigation is ongoing.